Manufacturer narrative:
Eval: results: the lead was returned cut and could not be functionally tested. The cut was consistent with explant damage. The complaint could not be confirmed through testing alone. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2011-08287. The pt received the scs lead on (B)(6) 2011. It was reported that the pt was unable to move the legs. A CT myelogram revealed blockage/spinal cord compression. Pt was diagnosed with an epidural hematoma. The entire system was explanted.